Event description:
Asku

Event description:
It was reported that the device parameters were found at "vvi 65". The patient reported having recently flown in aircraft. It was also reported that, upon a save to disk review, a device reset with "critical ram parity error parity" reason was noted. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and analysis of the data indicates that a power on reset occurred on (B)(6) 2010 when the device recorded a critical ram parity error power on reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected device codes. Corrected device conclusion code. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and analysis of the data indicates that a power on reset occurred on (B)(6), 2010 when the device recorded a critical ram parity error power on reset. Performance data diagnostic information is consistent with the reported event.